Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were not confirmed between 02/02/17 and 03/16/17. User did not utilize the cgm option of the t:slim g4 pump. User occasionally made bolus requests without entering current bg level and still having insulin on board (iob). Basal rate setting adjust to 1.1 u/hr from .75 u/hr every day around 6:05pm. Complaint could not be confirmed. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. Bolus and basal rate settings may need to be adjusted if customer goes low after bolus and during basal. There is no indication that the insulin pump caused or contributed to low bg levels.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent low blood glucose (20-61 mg/dl). Customer stated the cause for low bg levels is unknown. Customer brought bg levels back to target range with juice. Recommendation was made to discuss diabetes management with customer's health care professional.